Manufacturer narrative:
The reported event was phrenic nerve stimulation. A complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up experiencing discomfort. The right ventricular (rv) lead was noted to exhibit phrenic nerve stimulation with rv pacing at higher outputs. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.